Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an air in line error. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue. The most probable root cause was determined to be a problem with the customer¿s cassette. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.